Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 52mg/ customer¿s current blood glucose was 120 mg/dl. Customer was treated with food. Customer state that the insulin pump had low battery alert prior to power loss alarm. The insulin pump will not be returned for analysis.